Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B4: the aware date was reported as 10/8/2021, the correct date is 10/6/2021. B5: this is event 4 of 4 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the attachment device was broken and had an ongoing oil fluid/black fluid leak during use. It was reported that the attachment was being used together with the motor device, another attachment device, and a craniotome device. It was further reported that the craniotome device broke apart during use. The reporter indicated that the root cause of the fluid leak was unknown, and it was unclear whether the leak was related to the attachments or the motor device. The reporter also mentioned that they had past issues with the ball bearings wearing down and then mixing with the irrigation liquid. It was not reported if there were any delays in the surgical procedure or if spares devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. D10: concomitant med products and therapy dates: motor devices and attachment devices h6: medical device problem code has been updated from a0501 to a0401. Code a27 has been added. H6: health effect code has been updated from f27 to f26.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the craniotome device broke apart during use. It was further noted that there was an ongoing fluid leak while in use with the motor device and attachment device but it was not possible to determine which device caused the leaking. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.